Event description:
It was reported that the ilet user experienced recurrent hyperglycemia followed by hypoglycemia, and the user acknowledged not announcing meals correctly, which likely contributed to the observed glucose variability. Symptoms included episodes of hypoglycemia requiring treatment with oral carbohydrates and preceding hyperglycemia with blood glucose ranging from 67 mg/dl to 400 mg/dl. Outcomes included need for troubleshooting and education without hospitalization or emergency care. Investigation included review of device reports and user interaction focused on meal announcement practices, algorithm function, and avoidance of overtreatment. Investigation of this case revealed user-related use error with incorrect meal size announcements leading to algorithm-driven insulin delivery that contributed to postprandial hyperglycemia and subsequent hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and treatment practices.